Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-03617 pertains to the other device. It was reported to boston scientific corporation that during a procedure using a precision speedtac transvaginal anchor system, after the device was deployed, the suture detached, outside of the patient. The procedure was completed with another precision speedtac transvaginal anchor system with no complications to the patient, who was okay at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) suture detachment.